Manufacturer narrative:
Contact office: address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed when an access secondary medication set was connected to a non baxter primary pump set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.